Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy. (Partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the psychological trauma, fatigue, alopecia, migraine, weight increased, hormone level abnormal and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, fatigue, hair loss, migraine, weight gain, hormonal changes and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), psych injury, fatigue, hair loss, migraine, weight gain, hormonal changes, nausea, bladder problems and urinary problems. Reporter information was updated. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C03093,c06469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, leg pain, acute bronchitis, knee surgery nos, chest pain, throat swelling nos and uterine bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2014 to 2018 and meclozine hydrochloride (meclizine hydrochloride) from 2016 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anaemia ("blood or heart disorder/condition type: anemia") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), migraine ("migraine/ migraines /headaches"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), nausea ("nausea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and headache ("head pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, alopecia, migraine, weight increased, mood swings, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, anaemia, allergy to metals, dyspareunia, vaginal discharge, vulvovaginal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, fatigue, hair loss, migraine, weight gain, hormonal changes and nausea. It was reported (B)(6) 2014 ( discrepancy noted as per pfs). It was reported that both coils were placed without any issues and about 3-4 coils were noted hanging in the uterine cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful bilateral fallopian tube coil placement with complete blockage.. Imaging procedure - on (B)(6) 2014: essure confirmation test -bilateral occlusion. Batch no :c03093 production date :2013-12-05 expiration date :2016-12-31 . Batch no :c06469 production date: 2013-12-18 expiration date : 2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C03093,c06469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, leg pain, acute bronchitis, knee surgery nos, chest pain, throat swelling nos and uterine bleeding. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) from 2014 to 2018 and meclozine hydrochloride (meclizine hydrochloride) from 2016 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anaemia ("blood or heart disorder/condition type: anemia") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), migraine ("migraine/ migraines /headaches"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), nausea ("nausea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and headache ("head pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, depression, fatigue, alopecia, migraine, weight increased, mood swings, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, anaemia, allergy to metals, dyspareunia, vaginal discharge, vulvovaginal pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, fatigue, hair loss, migraine, weight gain, hormonal changes and nausea. It was reported (B)(6) 2014( discrepancy noted as per pfs). It was reported that both coils were placed without any issues and about 3-4 coils were noted hanging in the uterine cavity on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: successful bilateral fallopian tube coil placement with complete blockage.. Imaging procedure - on (B)(6) 2014: essure confirmation test -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: reporter, medical history and concomitant were added. Added essure lot number. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, blood or heart disorder/condition type: anemia, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, vaginal pain, head pain. Updated event mood swings, depression, reported term of event migraine and outcome of events as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.